Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified at the proximal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 16mm x 2.5mm traget lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was reported that the balloon burst. The device was completely removed from the patient without any intervention. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 16mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was reported that the balloon burst. The device was completely removed from the patient without any intervention. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was stable post procedure.